Event description:
It was reported that the ilet displayed no screen content upon waking, and attempts to power the device on while on the charging pad did not restore visibility, consistent with a device display or power malfunction. Symptoms included no patient-reported adverse clinical effects and blood glucose remained unaffected. Outcomes included continued use of the patient¿s cgm with phone or receiver while awaiting a replacement device. Investigation included remote troubleshooting and arrangement for device replacement with instructions for data sync and proper shutdown before return and inspection of the returned device. Investigation of this device revealed a suspected hardware display or power failure of the ilet device resulting in loss of screen visibility. It was concluded, based on previously established findings for similar reports, that the cause was likely device component failure.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.